Event description:
It was reported that on (B)(6) 2021, during a finger surgery procedure, they had 4 separate 1.1 drill bits that break off at the tip and lodged into the bone. The broken pieces of the drill bit were retrieved by the use of x-ray. There was an unknown surgical delay. The surgery was successfully completed. Patient outcome is unknown. This complaint involves four (4) devices. This report is for (1) 1.1 drill bit/mqc for threaded hole/56. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review /investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.